Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine device change out. The patient experience asystole for 8 seconds, the right ventricular lead exhibited intermittent capture due to dislodgement. The lead was explanted and replaced successfully. The patient was stable after the procedure.